Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-29062020-0000757026 submitted for adverse event which occurred on (B)(6) 2017. Mwr-29062020-0000757027 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2017. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced severe pain and inflammation and sinus tract. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 1/14/2021.